Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the implant lasted about 9 months and previous history showed implant lasting over 2 years. Rep said when she tried to interrogate the implant in july, she couldn't get connection to the implant. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep) stating that there were no external or patient factors that may have caused/contributed to the ins lasting 9 months. Rep noted that there was a plan for a new implant and was waiting on patient's insurance to approve replacement. It was unknown if the patient's settings were higher than the previous ins. Additional information was received. It was reported the longevity of the device was not normal and should have lasted longer than 9 months.